Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 18-oct-2018. It was reported that crossing difficulty was encountered. The 99% stenosed, 32mm in length target lesion was located in the lightly tortuous, seriously calcified, and 2.25mm in diameter left anterior descending artery. A 32 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage. Promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found identified proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.